Manufacturer narrative:
Upon evaluation, the sockets were discovered to be corroded and coated with a foreign substance. Corrosion damage was also discovered. This can cause or contribute to the device heating up.

Event description:
It was reported that the console displayed an overheating message while the micro sagittal saw was being used during a procedure. There were no pt or user injuries, and there were no adverse consequences.